Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had foley catheter with thermistor inserted on (B)(6) 2022. The patient was being actively and aggressively cooled including the insertion of an icy catheter with an IV that attaches to a machine that can cool patient via blood. On (B)(6) 2022, the physical examination of patient did not correlate with thermistor foley reading. Esophageal temperature probe was inserted and a 3 degree celsius difference was observed. Medical doctor (md) and clinician was notified and md orders was received to continue to use thermistor foley readings as accurate reading. Ongoing cooling was continued. On (B)(6) 2022, the patient was increasingly becoming more bradycardic as temperatures of both esophageal and bladder dropped. The patient was cool to touch despite bladder temperature reading of 37.4. Esophageal probe reading was 34.2. The patient was frequently having episodes of shivering. The patient mottled, goosebumps visible on the skin. The cables for both esophageal probe and bladder probe were switched to see if this difference in readings was a cable malfunction, but the readings were the exact same on different monitors. Rectal probe was placed to assess a third temperature. Rectal probe reading was 34.7 while esophageal probe at this time read was 34.6. The bladder temp was recorded at 37.4 at this same time. Md paged at this time as the set temperature on icy cath was at 36.5. The user had concerns that there might be a thermistor foley sensor issue and that the patient might become more hypothermic if set temperature of 36.5 was reached. After the patient continued to shiver, body temperature rose to 35.2 degrees and heart rate increased to 59 from 46-47. Blood pressure increased and shivering stopped. During episodes of shivering with temperature readings of 34.2 in esophageal, the patient was not posturing but was shivering instead. The patient only started to posture when being stimulated by nursing assessments and patient repositioning for assessment rectal probe placement. Md ordered to stop icy cath and use esophageal probe for temperature guidance to maintain temperatures of 36 degrees. Thermistor foley was not exchanged at this time due to patient anatomy related to the cold. Reporter removed thermistor foley catheter and a new thermistor foley catheter of different brand was inserted. Temperature was correlated with indwelling esophageal temperature probe. Medical intervention is unknown.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "sensor wire too weak". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." Information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient had foley catheter with thermistor inserted on (B)(6) 2022. The patient was being actively and aggressively cooled including the insertion of an icy catheter with an IV that attaches to a machine that can cool patient via blood. On (B)(6) 2022, the physical examination of patient did not correlate with thermistor foley reading. Esophageal temperature probe was inserted and a 3 degree celsius difference was observed. Medical doctor (md) and clinician was notified and md orders was received to continue to use thermistor foley readings as accurate reading. Ongoing cooling was continued. On (B)(6) 2022, the patient was increasingly becoming more bradycardic as temperatures of both esophageal and bladder dropped. The patient was cool to touch despite bladder temperature reading of 37.4. Esophageal probe reading was 34.2. The patient was frequently having episodes of shivering. The patient mottled, goosebumps visible on the skin. The cables for both esophageal probe and bladder probe were switched to see if this difference in readings was a cable malfunction, but the readings were the exact same on different monitors. Rectal probe was placed to assess a third temperature. Rectal probe reading was 34.7 while esophageal probe at this time read was 34.6. The bladder temp was recorded at 37.4 at this same time. Md paged at this time as the set temperature on icy cath was at 36.5. The user had concerns that there might be a thermistor foley sensor issue and that the patient might become more hypothermic if set temperature of 36.5 was reached. After the patient continued to shiver, body temperature rose to 35.2 degrees and heart rate increased to 59 from 46-47. Blood pressure increased and shivering stopped. During episodes of shivering with temperature readings of 34.2 in esophageal, the patient was not posturing but was shivering instead. The patient only started to posture when being stimulated by nursing assessments and patient repositioning for assessment rectal probe placement. Md ordered to stop icy cath and use esophageal probe for temperature guidance to maintain temperatures of 36 degrees. Thermistor foley was not exchanged at this time due to patient anatomy related to the cold. Reporter removed thermistor foley catheter and a new thermistor foley catheter of different brand was inserted. Temperature was correlated with indwelling esophageal temperature probe. Medical intervention was unknown.